Event description:
The customer reported the pump segment bulged. Although requested, no patient or event info was provided. No patient harm or medical intervention was reported.

Manufacturer narrative:
MFR's report date:(B)(4) 2013. Internal file no: (B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during the pressure test. The pressure test produced a balloon within the silicone segment at 6psi. The silicone segment was likely weakened during customer use. The root cause was not identified, however, based on previous investigations the problem is most likely due to an IV push administered when the tubing above the IV push site is not clamped off.